Event description:
New information received notes that the patient was stable post-procedure. Patient refused to have remote monitoring.

Event description:
It was reported that a patient presented with premature battery depletion. Device explant was scheduled. Estimated device longevity was accurate. The device was explanted and replaced. No further information is available.